Event description:
High stress to tibial poly led to delamination, lack of ingrowth to tibia. Metal on metal wear between the tibia and femur. Complete wear through of tibial poly, loose tibial baseplate, scratching of femoral component. Replaced entire product with another brand, stabilized knee, patella was left as is in the pt.